Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated that the cross brace is broke at a weld on the left side.